Manufacturer narrative:
(B)(4). The customer reported the device failed opcheck and reported it did not recognize the therapy cable and test load. There was no pt involvement. The unit was evaluation by philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported the device failed opcheck and reported it did not recognize the therapy cable and test load. There was no pt involvement.